Event description:
It was reported that the patient was implanted with one pipeline and discharged. Subsequently, the patient had hemorrhage and expired.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).